Event description:
A home patient contacted baxter's technical service center regarding a systme error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, the home patient disconnected during a dwell and did not return in time for the following drain cycle. The home patient then reconnected to the setup and attempted to procees with therapy. Baxter's technical service center assisted the home patient in ending the therapy early.